Event description:
Engineering reviewed the data and determined that this device was switching modes at the time of interrogation and during the save all to disk. And therefore the episodes could not be saved to the disk. A further save to disk was recommended during a future follow up visit.

Event description:
Boston scientific received information that the patient with this device and non-boston scientific leads was hospitalized after experiencing a syncopal episode. The patient is not pacemaker dependent. A review of the electrogram revealed episodes with pacing appearing on the t-wave at the end of the av delay due to atrial pacing on undersensed atrial fibrillation. There was concern of potential risk of inducing ventricular tachycardia or fibrillation. The device atrial sensitivity was reprogrammed in unipolar mode and it was thought this resolved the issue. Acceptable lead measurements were obtained. No further patient symptoms were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.